Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event was unknown. The date is the date adc first learned of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015 a customer called adc and reported his glucose meter would not start after a sample was applied. Due to this issue, the customer reported that "about a month ago" (date not specified), after supper, he "suddenly felt heavy chest and all of a sudden he needed to lie down." His wife contacted paramedics. Upon arrival, paramedics tested the customer's blood sugar and obtained a reading of approx. 40 mg/dl. The customer was advised to take a glass of orange juice, peanut butter, and 4 of his oral glucose pills. After 30 minutes, paramedics rechecked the customer's blood sugar and received a reading of 150-160 mg/dl. Customer was advised he needed to be taken to the hospital, but refused. Customer reported "he felt he was all good and new." There was no report of death or permanent injury associated with this event.